Manufacturer narrative:
Additional narrative: reporter is a j&j employee. Part# 03.503.071. Synthes lot# u381017. Supplier lot# u381017. Release to warehouse date: 04 oct2021. Supplier: orchid unique. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matrixmand/thrx scrwdrvr bld s-retain-md was found to be stripped and twisted from the distal tip. A dimensional inspection for the matrixmand/thrx scrwdrvr bld s-retain-md was unable to be performed due to post manufacturing damage. A functional test was unable to be performed due to mating device (screw) not being returned. The complaint condition was not able to be replicated. The failure mode of will not hold/retain is likely the result of the condition distal tips as identified during the visual inspection. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matrixmand/thrx scrwdrvr bld s-retain-md would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during testing, the screwdriver blade tip was discovered bent and would not the retain screw. The spots that hold screws were worn and the screw drops into place not allowing it to come out. Multiple devices were discovered with the issue. There were no patient outcome/consequences reported. This report is for one (1) screwdriver. This is report 6 of 8 for (B)(4).